Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, cracked display window corners, a broken belt clip slot, and a cracked reservoir tube lip. No moisture damage was noted on the electronic assembly. No unexpected vibrating, blank display or constant tone anomaly was noted.

Event description:
The customer's father reported that the customer's insulin pump was exposed to water. The customer was washing a car, which exposed the insulin pump to moisture. The customer's father stated that the insulin pump was vibrating without an alarm or alert and that the display went blank immediately after the insulin pump was exposed to moisture. The customer's father also mentioned that a constant tone was occurring. The customer's blood glucose was 142 mg/dl at the time the issue was reported. Nothing further reported.